Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that during the repairs on the auxiliary unit of the same station, it was observed that pockets c1 and d1 in drawer 4 of the main station were not detected on the bus. A field service engineer (fse) powered down the station, reset the drawer connections, and cleared all trash and debris around the affected pockets. After powering the station back on, fse successfully tested the pockets and confirmed now detected on the bus. Also released the pockets and reset their connections to ensure no issues would occur during future usage. The customer was able to regain access to the storage space and compartments without any failures. A visual preventive maintenance check was performed and reset the connections for each drawers controller board to help prevent connectivity issues. During testing, no further repairs were required. The system functioned as intended after the field service engineer repaired the device.